Event description:
Litigation papers received. Papers allege patient suffers from excessive levels of metal ions into her blood, pain and difficulty ambulating.

Event description:
Litigation papers received. Papers allege patient suffers from excessive levels of metal ions into her blood, pain and difficulty ambulating. Update 6/8/2012 - litigation papers allege the patient suffered extreme pain in her hips causing difficulty ambulating and sleeping and metal ions in her body. There was no new information received that would impact the outcome of this investigation. Update 5/31/2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update (B)(6) 2016 medical records received. The patient had a failed hemiarthroplasty with a loose femoral component (all unknown who manufacturer was) which lead to the asr implantation on (B)(6) 2006. Adding stem/sleeve due to alleged elevated metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 01/27/2017: medical records received. After review of the medical records for MDR reportability, no metal ion labs are available to support alleged excessive metal ion elevations. No revision date or operative note available for revision of asr components. There is no new additional information that would affect the existing MDR decision.